Manufacturer narrative:
The device was returned and an evaluation was completed. A visual inspection was performed and the damage was observed in the interlink retractable t-conn male luer lock. It was determined the product does not meet product specifications and is a non-conforming product. The direct cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set was breaking from the female tip portion when placed and attached on a peripherally inserted central catheter (PICC). It was reported that the product will prime without issue, however during infusion of the solution, the plastic breaks and the male piece sticks into the PICC resulting in patients having to undergo an unnecessary medical procedure to have their entire central line replaced. There was no additional report of patient injury or medical intervention associated with this event. No additional information is available.